Event description:
During a procedure to size the airways for placement of the zephyr valves, the doctor noticed that one of the sizing wings became detached from the catheter. The wing was removed with suction. The procedure continued with a new catheter.